Event description:
It was reported that this right ventricular (rv) lead had possible perforation. The patient reported symptoms of pain and discomfort. Upon interrogation, the rv thresholds were high at 7v. There was no loss of captured and impedance measurements were within the normal range. Rv lead was confirmed to be perforated by echocardiogram performed by the physician. The patient was undergoing surgery to repair the ventricular tear/hole and this lead will not be explanted nor repositioned during the surgery. This rv lead remains in service. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had possible perforation. The patient reported symptoms of pain and discomfort. Upon interrogation, the rv thresholds were high at 7v. There was no loss of captured and impedance measurements were within the normal range. Rv lead was confirmed to be perforated by echocardiogram performed by the physician. The patient was undergoing surgery to repair the ventricular tear/hole and this lead will not be explanted nor repositioned during the surgery. This rv lead remains in service. No additional patient adverse effects were reported. Additional information received indicated that the patient's heart rate dropped in 20s and the lead wires were rusted and punctured heart and the patient was bleeding and lost lot of blood. It was not sure which lead was rusted. This lead currently remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 patient codes and h6 device codes.